Event description:
The customer reported that on (B)(6) 2025 thirty-three (33) false low sodium (na) patient results with low anion gap were generated involving their the unicel dxc 600i synchron access clinical system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the analyzer and confirmed that the sodium (na) calibration sample reference adc (analog to digital converter) values for level reading -6050. The fse determined the carbon bridge was defective. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is (B)(4).